Manufacturer narrative:
Preanalytical systems received one (1) sample from the customer facility for investigation. Based on the evaluation of the sample, bd pas observed a small dark particulate on the surface of the gel. Bd pas is reviewing specific areas in the manufacturing process where the cause of the indicated failure mode could have originated. Confirmed complaint. The particulate matter appears to be airborne. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported that small foreign matter was attached to the gel of the bd vacutainer® sst¿ blood collection tube. No serious injury or medical intervention reported.